Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion device. The patient alleged the elevated blood glucose levels were from the infusion device shutting off without first displaying an error or alert message, then the infusion device not turning on, and also due to a stomach flu. The blood glucose result was 13.0 mmol/l on the patient's competitor meter prior to being hospitalized. The patient was taken to the hospital by his wife. The patient was treated at the hospital with insulin and fluids via IV. He was hospitalized from (B)(6). The blood glucose result was 8.0 mmol/l on the hospital's meter when he was released. Return of the suspect device was requested for evaluation.